Event description:
It was reported that an issue with the pressure was identified. An arthrex representative was on side but was not able to resolve the issue with a replacement of the tubing set. There was no harm for patient, operator or third party reported. This was noticed before the surgery. No further information received. Update swit (B)(6) 2022. The pump showed pressure fault before starting the operation. By switching the pump off/ on a few times the pressure fault indication was gone. But it came back during the operation. They could help them by switching again the pump off/on. Also, the tubing was changed during the operation, but the indication came again ¿pressure fault ¿, alarm and pump stopped. They had never the good pressure during the operation like before. Update dw (B)(6) 2022. The surgeon, dr. (B)(6), was able to finish the rotator cuff surgery successfully with our arthroscopic devices. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The reported event was not confirmed. The service evaluation revealed damages at the front panel along with a worn outflow motor but there was no issue with the pressure observed during functional test.